Manufacturer narrative:
The investigation was started but has not been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported on devices in the pediatric ICU the problem occurs that a spo2 waveform is displayed, but the parameter box shows no value and also no asterisks. The last event happened during transport on (B)(6) 2016 at about 8 am. The parameter display failed for about 7 minutes. No alarm occurred. According to the user the problem occurs with complex cyanotic heart defect and a continuous saturation of 60-70, partially lower as well. No injury has been reported.

Manufacturer narrative:
The error log from the bedside monitor as well as screenshot from the c700 was provided. Alarm history logs were not available from the date and time of occurrence. The suspect material was returned and analyzed. These devices functioned normally during the testing. It was determined there was no problem found with the returned spo2 smartpod and sensor. The analysis of the error logs indicates that delta detected a communication problem with the nellcor sensor during the event. When this happened, the user claimed that spo2 value was "blank" instead of "***". In the simulation testing, the error code was injected using a test driver and the error message was relayed correctly where "spo2: pod failure" was displayed and the spo2 value in the parameter box displayed "***". The reported issue could not be reproduced or confirmed. There is no patient injury reported in the event. By design, the monitor software receives a communication error message from the pod, clears the pulse rate and saturation parameter display, and re-establishes pod communication. A communication error and a status message will be displayed to alert the user

Event description:
Please refer to the initial report.